Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/07/2025, a sales representative reported via (B)(6) that an ar-8741-40 3.5mm t10 beveled hexalobe driver was broken. This occurred after a case with no patient impact.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-8741-40, batch 1392145, was received for investigation. Visual inspection identified the drive geometry distal end of the shaft of the 3.5 mm beveled ft driver, cannulated, t10 hexalobe, was twisted/damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.